Event description:
It was reported that the pt complaints of pain since the primary surgery. Pt will be following in with his surgeon for MRI and blood tests.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.